Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation during pacing and non-pacing. The patient also experienced a "thumping feeling" on the right side of their chest. Reprogramming was performed on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.